Manufacturer narrative:
This event occurred after a field service engineer replaced the brake assembly in the couch, with a new style brake. Investigation of the event identified that a longer shaft key is needed for the field replacement brake assembly. A new shaft key is being implemented to make the field replacement brake assembly more robust. Replacement parts have been upgraded with a longer shaft key to prevent recurrence. Field service engineers will be sent to all accounts that have had a brake replacement, with the new style brake assembly for inspection and installation of the longer shaft key. This issue is associated with customer complaint. MDR 1525965-2007-00028 documenting a similar issue was submitted to the FDA on 11/07/2007.

Event description:
It was reported that the patient support couch on a brilliance 40 slice CT scanner underwent uncontrolled vertical motion, following a brake replacement.